Event description:
The user facility reported that water was leaking from the system 1e's uv light. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived on site and the user facility stated that they discovered water on the floor of the work room and found the water to be coming from one of the uv light inlet hose connections mounted above the system 1e. The steris technician inspected the unit and found a damaged gasket at the hose connection of the uv light. The technician replaced the damaged gasket ran a diagnostic and processing cycle and confirmed the unit to be operational.